Manufacturer narrative:
The model number, serial number, and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges going down a ramp with the power chair when the chair flipped over with her in it causing her to land on her knees and was dragged down the ramp by the unit.

Manufacturer narrative:
A field service technician evaluated the device. The device is working properly. The consumer was going down a ramp with a bag of trash and when she slowed down she tipped forward and fell out of device. She was not wearing her lap belt.

Event description:
Alleges going down a ramp with the powerchair when the chair flipped over with her in it causing her to land on her knees and was dragged down the ramp by the unit.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges going down a ramp with the powerchair when the chair flipped over with her in it causing her to land on her knees and was dragged down the ramp by the unit.

Manufacturer narrative:
The device was returned and evaluated. The alleged event was not related to the device design or performance.

Event description:
Alleges going down a ramp with the powerchair when the chair flipped over with her in it causing her to land on her knees and was dragged down the ramp by the unit.